Event description:
A pt reported blood glucose results of "340 mg/dl" with a lifescan meter and "256 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. The meter, test strips,and control solution are being replaced.